Event description:
It was reported that during insertion there was no ECG reading from the wire in the PICC to the sherlock. After troubleshooting to ensure the ECG leads were correctly on the patient, the fin on the sherlock, and the connection from the sherlock to the machine. Still nothing worked. The wire inside the PICC was removed as looked at and there were two places from the tip extending 3 inches that appeared bent. The piece closes to the tip of the wire broke off in 3 piece (outside of the patient). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty obtaining an ECG waveform is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3cg stylet. The white cord was cut and the plastic pin was not returned. Two pieces of the distal end of the stylet were broken off and returned for evaluation. Microscopic inspection of one of the break sites on the stylet revealed the core wire was slightly curved leading to the break. The break surface of the core wire was observed to be uneven with some of the edges tapered into a point. Regions of increased luster were also observed on the surface of the break. The broken stylet likely contributed to difficulty obtaining an ECG waveform. However, other factors may have also contributed such as a poor connection between the leads assembly and the stylet or excessive manipulation of the stylet during use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during insertion there was no ECG reading from the wire in the PICC to the sherlock. After troubleshooting to ensure the ECG leads were correctly on the patient, the fin on the sherlock, and the connection from the sherlock to the machine. Still nothing worked. The wire inside the PICC was removed as looked at and there were two places from the tip extending 3 inches that appeared bent. The piece closes to the tip of the wire broke off in 3 pieces (outside of the patient). No other information was provided.